Manufacturer narrative:
Concomitant medical product: 4045 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation when switched to unipolar configuration. Oversensing was noted on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.